Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and that the pump battery was depleting quickly. Pump is out of warranty and customer declined further troubleshooting with tandem customer service.